Event description:
It was reported that the customer's insulin did not alarm no delivery. Attempted to contact the customer several times. The customer called back and stated that he experienced high and low blood glucose. The customer stated that he attempted to adjust the settings to remedy both issues, but he has not notice a large difference. The customer believes that the insulin pump did not alarm causing his blood glucose to rise, and the device was not calculating his bolus properly causing his glucose level to drop. The customer did not feel comfortable using the device and wanted to return it. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.